Manufacturer narrative:
The reported failure of ventilator inoperative code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a notification that a trilogy ev300 lost software revision due to a massive power failure, which damaged multiple boards and components. The device was not in clinical use, and therefore, no patient harm or injury was reported. Upon further evaluation of details, error codes related the failure of the internal battery, circuit board, touchscreen, and a mechanical jam of the o2 proportional valve were discovered. In conclusion, the battery, circuit board, display screen, and proportional valve were replaced to address all the findings.